Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) failed. A field service engineer (fse) applied conductive grease to the spade connectors on the srm latch. Following the repair, the fse was unable to reproduce any errors or failures in the main or test applications, confirming that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es smart remote manager was failing. The customer tried to recover and rebooted multiple times still issue persist. The customer stated that this malfunction caused a delay in dispensing medication to patients for 5 to 10 minutes and the user managed to get medications from the pharmacy. There were no adverse events or injuries reported based on this event.